Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. We are unable to confirm or determine the root cause of the reported thermal event, as the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that within 5 minutes of plugging the omnipod personal diabetes manager (pdm) in to charge it had a really "bad" smell and was overheating. The patient reported not using the charging cable provided with the device. Patient denies pdm being dropped or getting wet. The patient's blood glucose level was reported to be between 121-180 mg/dl.

Manufacturer narrative:
The case description states that the controller got hot while charging. The controller was returned without the charging cable or adapter. Inspection of the charging port and exterior of the controller found no indication of thermal damage. The controller did not initially turn on. After plugging the controller in and allowing to charge, the controller successfully powered on. The controller was charged for 2 hours until reaching 100%. The controller did not get hot while charging. Inspection of the log files show that the battery temperature stayed within operating temperature during use. No indication of the controller getting hot or having exposure to thermal energy was observed in the log files. No problems were found with the returned controller regarding the thermal allegation. Inspection of the controller found the screen to be cracked. It is unknown when or how these cracks occurred. Despite the cracks the controller was still able to pass all adb testing and functioned as intended during investigation.